Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a monitor malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was fully functional. The cause for the failure ot deploy conductive gel was isolated to the distribution node (dn) pca. The gel fire control line (pin 49) of the microcontroller was not producing any output. The root cause for the microcontroller failure could not be positively identified. There is no information to suggest that the failure to deploy conductive gel caused or contributed ot the patient death. The patient had coded and was not in a treatable vt/vf rhythm at the time of the treatments.

Event description:
A us distributor contacted zoll and reported that the patient passed away while wearing the lifevest. The patient was in the hospital and coded and hospital staff began performing CPR on the patient. Download data reveals that the lifevest treated the patient twice while CPR was being performed on the patient. The patient was treated at 03:32:12 and 03:32:45. Treatment #1 was 140j and treatment #2 was 110j. The low energy pulses were caused by high impedance. The lifevest did not deploy conductive gel prior to the treatments. The patient's rhythm at the time of the treatments was obscured by CPR artifact. The CPR artifact contributed to the false detections that resulted in the treatments. There is no indication that the patient was in a treatable vt/vf rhythm at all during the event. The patient's rhythm was bradycardia (55 bpm) at the time of electrode belt disconnection at 03:34:21. The patient subsequently passed away after the lifevest was removed.